Event description:
Pharmacy discovered bags with the printing (hot stamping) on the inside of the bag. Four (4) bags were discovered after three (3) were filled with tpn solution consisting of (dextrose 23.3%, amino acids 5.0%, lipids 20%). All samples (4 filled and one empty) were returned. No bags were used by the pt.